Event description:
It was reported to hamilton medical ag, that: "the breathing circuit set with pn 260167 / sn (B)(6) passed all tests during the device check, but immediately after connecting to the patient, an expiratory stenosis occurred and ventilation was not possible. A new set was attached and passed the device test; however, after connecting the patient, the same error message appeared. On the third attempt, a different batch was used, the test was passed, and ventilation of the patient was possible without any issues." Follow-up performed for additional information in relation to the reported event confirmed patient involvement and that the patient had experienced a temporary lack of oxygen support without any subsequent health impact. A medical intervention in the form of the device being disconnected, and an alternative ventilator having been used until the patient was stabilized was confirmed.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.